Event description:
While investigating two monitors returned by a german distributor for unrelated issues a reportable problem was discovered. Monitor sn 07029755 displayed a service code 102 (charge profile fault). Monitor sn (B)(4) failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102. Resistor r45 was thermally damaged on the monitor c/a board. The cause for the damage to resistor r45 was isolated to a damaged solder joint on high-voltage capacitor c22 on the defibrillator board. The negative lead of c22 broke free from the defibrillator board, which caused excessive current to flow through resistor r45. The root cause of the damaged c22 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause of the pulse test failure was isolated to out of tolerance resistors r3 and r82 on the monitor defibrillator board. The root cause for the defective resistors could not be positively identified. No adverse event resulted from the defective monitors. Monitor sn (B)(4) manufactured 03/2012, monitor sn (B)(4) manufactured 06/2011.